Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, d9, h2, h3, h6, h11. The device was returned to the factory for evaluation on 11/17/2025. An investigation was conducted on 11/20/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle as well as on the heater wire. The heater wire was observed to be flexed at the center of the hot jaw but remained attached at the base and tip of the hot jaw. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. No excessive smoke was observed during the testing. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.69 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000497890 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital during the procedure, it was reported that the vasoview hemopro 2 timed out while using. It worked at the beginning of the case. A beeping sound was heard when the toggle was pulled back on the device. Checked the cord as trouble shooting step. A second product was opened to finish case. There was no procedural delay. There were no consequences or impacts to the patient.